Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the stapler was able to fire but the device locked on tissue. The nurse was trying to continue pulling the handle after firing the reload thinking it would open the jaws. They eventually pulled back the black knobs to open the jaws to resolve the issue and complete the case. There was no patient injury.